Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers immediately locked once logged in, preventing user from removing the required medication. The customer stated that there were no delays, since they used one of the prepared operation trays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when logging into the device in the ld1 delivery room, the drawer would lock without touching it. A field service engineer stated that the station was rebooted and got stuck at a windows update. The update was progressing very slowly. The station will be monitored by the pharmacy until the update goes through. The system functioned as intended after the field service engineer repaired the device.